Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-09, additional information was received from the healthcare provider (hcp). It reported the cause of the low battery reset, reset and safe state was not determined. The pump was replaced on (B)(4) 2018 by another hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 30 mg/ml of morphine at 5.789 mg/day via an implantable pump for non-malignant pain and chronic low back pain. On (B)(6) 2018, it was reported that a critical alarm was heard on (B)(6) 2018. When the patient's pump logs were checked, it was confirmed that low battery reset, reset, and safe state had occurred. The patient's pump was refilled and programmed back to 4.99 mg/day. On (B)(6) 2018, the hcp spoke with the patient and the patient confirmed that their pump was not alarming anymore. The patient was working with another hcp to have their pump replaced as eri was near. They planned on replacing the pump soon. No symptoms were reported. No further complications were reported.